Event description:
According to the reporter: the attached port was implanted on (B)(6) 2011. Because of an extravasation (paravasat) a function disruption was noticed on (B)(6) 2011. The cause was a port tube break in the middle of the tube, as you can recognize at the port tube.

Manufacturer narrative:
(B)(4).